Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that erroneous sodium (na) and calcium_2 (ca_2) results were generated on an atellica ci analyzer. However, the customer only provided an example of a ca_2 result that reportedly led to unnecessary hospitalization and administration of the following medications: natpar 75 ug, calcium 1500 mg, and rocaltrol 0.75 ug. The correct result for this sample is unknown at the time of filing this report. The customer investigated their water system and determined that the analyzer is running too short to deliver good water quality. The customer also reported that the water quality was continuing to deteriorate. The customer is implementing a workaround to discard water to accommodate for shorter analyzer run time. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse adjusted the wash comb of the dilution ring and the wash comb of the reaction ring. The cse noticed that water droplets formed on the aspiration needles r5a and r3a. As a result, all hoses were checked and valves for the needles and aspiration probes were replaced. Next, the cse repaired the tubing on probe 4 of the dilution washer. Then, the cse inspected the integrated multisensor technology (imt) and performed a dilution test, which helped the cse identify and correct a poor saline connection to the dilution arm. After that, the cse replaced the manifold and performed a dilution test. Then, the cse decontaminated the system, calibrated, and ran a successful quality control (qc) run. Siemens reviewed instrument data and qc and concluded that the cause of the event was linked to analyzer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer stated that erroneous sodium (na) and calcium_2 (ca_2) results were obtained on a atellica ci analyzer. The erroneous results were reported to the physician(s), who questioned the results. Although the results were questioned by the physician(s), the customer indicated that incorrect treatments were given to patients due to the erroneous results. The customer provided one example of a ca_2 result that reportedly led to unnecessary hospitalization and administration of the following medications: natpar 75 ug, calcium 1500 mg, and rocaltrol 0.75 ug. Five days later, the patient was redrawn and the new sample was processed using an ionized calcium method. No other examples were provided by the customer. There are no known reports of adverse health consequences due to the erroneous na and ca_2 results.